Event description:
A doctor reported nine blunt knives during cataract intraocular lens (iol) implant procedures, involving nine patients. The knives were exchanged for new ones, and procedures were completed with no harm to the patients.

Manufacturer narrative:
Samples have been received for evaluation and the investigation is in progress. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a blunt knife were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).